Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is probable the b30 error was caused by foreign substances or moisture adhering to electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 error code was not confirmed. The device evaluation found the main power switch was stuck intermittently. The worn out socket slider switch caused intermittent use of high intensity mode. The "non-olympus" lamp life meter was reading below 50 hours; light output measured within range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 error code was received when using the evis exera iii xenon light source. The issue was found during preparation for use. In addition, inspection and testing of the returned device found missing lamp bolt/lamp washer. Lamp's thread hole got damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.